Manufacturer narrative:
(B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
During a literature search, atricure determined a patient experienced an adverse event which may have been caused by or contributed to by the pro2 device. The literature reported a 69-year-old female patient with a history of permanent atrial fibrillation and mitral valve regurgitation underwent, through an anterolateral thoracotomy, a minimally invasive mitral valve repair, atrial fibrillation ablation, and left atrial appendage (laa) ligation with a 35-mm atriclip. While still on the operating table she had a sudden refractory ventricular fibrillatory arrest, and femoral extracorporeal membrane oxygenation was installed. Coronary angiogram revealed a subocclusion of the proximal left main coronary artery. Successful angioplasty was performed. The patient was weaned off extracorporeal membrane oxygenation and discharged on the 20th postoperative day with no neurological sequelae. There was no reported device malfunction, and the adverse event was the result of a procedural complication.